Manufacturer narrative:
Other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(4), ubd: 11-mar-2020, UDI #: (B)(4), implanted: (B)(6) 2016, product type: lead. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient¿s ins had worked for a short time but then they had a pretty hard fall on their back and ¿it somehow moved the lead so now it affects her leg instead of her bladder¿. The patient stated that they were going to have the ins device taken out as it ¿doesn¿t work anyway¿ and to have an MRI of their neck (for symptoms unrelated to the device/therapy). It was noted that the patient did not have a managing healthcare professional (hcp) for the device and was provided with physician listings. There were no further complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Follow up information received from the patient reported that fall and resulting lead movement occurred in (B)(6) 2017. The patient clarified the ¿affecting their leg"issue as if they turned it up at all it ¿messes with my left leg and foot¿. No further steps had been taken to resolve the issue and was not resolved at the time of report. They mentioned they were able to find a new managing physician and that they plan to have it removed. There were no further complications reported or anticipated.